Event description:
It was reported that the customer went to bolus and the numbers on the insulin pump begun to scroll on their own. Customer replaced the batteries and received a battery out limit alarm. Customer also stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.